Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 97009 were returned and analyzed. The data files showed that multiple injections were performed without any issues for the date of the event. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the sheath failed the return product inspection due to a leaking hemostatic valve.

Event description:
The sheath further tested out of specification upon the manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.